Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed the back light check, tone check and vibrate check. No back light anomaly or audio/vibrate/absence of alarm anomalies noted during testing. No display anomaly noted. Device uploaded properly using carelink. Device was monitored for 2 days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive/motor anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device had a stained keypad overlay and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not as loud. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump screen had became dim, diminished battery life, rewind process takes longer. The insulin pump will not be returned for analysis.